Manufacturer narrative:
This medwatch is being filed to relay additional information. UDI: (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher on september 25, 2019 revealed that the calibration and sample mesh could not be taken due to the damaged comb. The roller and roller gear were visibly damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 25, 2019 which included replacement of the roller, roller gear, and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a damaged comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the roller, roller gear, and comb were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that the skin graft was snagged in a cradle. The event occurred during surgery and this caused a 5 minute delay to surgery, but no harm or injury to the patient. No adverse events were reported as a result of this malfunction.